Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.